Event description:
Report received of an independent rate change. The customer contact reported that the pump was infusing "ice cold" water into a blood warming device at a rate of 999ml/hr during preventative maintenance testing of the blood warming device. They stated that the pump alarmed a "45-something" code. Reportedly, the pump was powered off to clear the alarm condition. The pump was powered on and the infusion was restarted at the initially programmed rate. Reportedly, the displeyed delivery rate was randomly incrementing and decrementing while the pump continued to infuse. They stated that they powered the pump off again and when they powered it on again, "I could not get it to do it again." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.